Manufacturer narrative:
The shock vector was reprogrammed and the system will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a single high out of range shock impedance measurement. The individual shock vectors were reviewed and impedance measurements were out of range when using the proximal coil. In distal coil to can shock impedances were acceptable. No adverse patient effects were reported.